Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 20 jan 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30293144 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The device could not be filled with the suggested amount of water due to the balloon burst and some fabric was not present on the returned device. The balloon proximal and distal areas were evaluated under magnification (10x) and there was evidence of balloon assembly in the said areas with some parts of the balloon fabric still intact to the device. The y-port connectors were also examined, the central and side port inserts were intact and not moving from the entire silicone assembly. The plug/ cap of straps was able to achieve closure to the ports. Complaints about skin burns, swelling and other issues with the skin was unable to assess in the lab. The entirety of the tubing appeared slightly discolored and dirty even after decontamination was performed. A root cause could not be determined. All information reasonably known as of 25 feb 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury

Event description:
It was reported the device was leaking which caused gastric burns from stomach acid because the balloon is not functioning. The skin burns from leaking stomach acid caused increased granulation/swelling. Silvadene/zinc ointment was prescribed. The 'granulation is bad enough that it will likely require surgical intervention."

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.